Event description:
It was reported by a customer in (B)(6) that, during patient use, an 840 ventilator keyboard was unresponsive. There was no reported patient injury. Although requested, no additional information have yet been provided.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and could not duplicate the reported malfunction. No parts were replaced. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).